Event description:
Hill-rom rec'd a report from a hill-rom tech stating the brakes were not holding. The bed was located in the basement at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The tech found the brake casters were pout of adjustment. Per the hill-rom svc manual the bed should be subject to an effective maintenance program. An annual svc of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2007 and 2008-2014. It is unk if the facility performs preventative maintenance on their beds. The tech adjusted the brake casters to resolve the issue. Based on this info, no further action is required.